Event description:
Related to MFR report # 2183959-2012-01963. On 08/14/2007, an unspecified pelvic mesh product was implanted in the plaintiff to treat her stress urinary incontinence and pelvic organ prolapse. On (B)(6) 2008, and additional unspecified pelvic mesh product was implanted in the plaintiff. The plaintiff's attorney alleged "after, and as a result of the implant" the plaintiff "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia and other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
It is unk which ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.